Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported on (B)(6) 2014 at 6:20am her daughter activated a new pod and her blood glucose, carbohydrate intake and insulin history. The pod was deactivated and she noticed the cannula was out of her skin.